Event description:
The daughter of a (B)(6) male patient contacted zoll customer support to report that the patient was treated by the lifevest. Servicing of the patient's electrode belt (sn (B)(4)) revealed a reportable event. The electrode belt connector was broken. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (inappropriate treatment) has been investigated. Upon receipt the trunk cable connector was broken. The cause for the broken trunk cable connector cannot be positively determined but was likely the result of excessive force. The cause for the inappropriate treatment was failure to use the response buttons correctly after false detections. Review of treatment analysis concludes wide-qrs svt may have triggered the false detections. The response buttons were used intermittently during the event but were not appropriately to delay treatment. There is no evidence the broken connector caused the inappropriate treatment. The patient received a replacement electrode belt.